Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va0j8cd, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and a shooting pain going down her back and legs. The stimulation was turned on and the patient had not turned it off. The symptoms began suddenly after a child head-butted her forcefully at the implantable neurostimulator (ins) site. The patient was in pain and had not voided since it happened. The patient was instructed to go to urgent care if her pain increased and to get more direction for the return of retention. Follow up has been attempted to obtain additional information. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014.